Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 454 mg/dl; the cause was unknown. Bg was addressed via a correction bolus. A system check was performed, and it was found that the customer was using expired insulin (humalog) within the pump supplies. The customer also reported that they vomited because of the elevated bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.